Manufacturer narrative:
This is one event (syncope, loss of consciousness) of five events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2011, the decedent had the following injury: cardiovascular event, facial edema and arm edema. On or about (B)(6) 2012, decedent experienced syncope, nausea and los of consciousness. On or about (B)(6) 2013, decedent experienced syncope, loss of consciousness and incontinence of urine. On or about (B)(6) 2013, decedent experienced syncope and loss of consciousness. On or about (B)(6) 2013, decedent experienced syncope, loss of consciousness, cardiac arrest and subsequently expired after use of product.